Event description:
It was reported, the patient experienced sharp pain in his left ribs with stimulation turned on and turned off. The patient target pain area is in his legs. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where a full laminectomy was performed to relieve pressure over the lead. The patient reported effective stimulation coverage postoperative and the issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.